Manufacturer narrative:
As reported, when sealing the puncture point after surgery with a 7f exoseal vascular closure device (vcd), the indicator window did not change color even when withdrawn. Manual compression was applied to stop the bleeding. There was no patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepared according to the instructions for use (IFU), and the physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was utilized during the procedure. Regarding the puncture site in the femoral artery, the suitability of the artery was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. However, there was a vessel stenosis of greater than 50% at or near the puncture site. The site had not been closed with a closure device or manual compression within the past 30 days. The vascular sheath introducer connected easily with the exoseal vcd, and the indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were not retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color or any changes during retraction, and no anomalies were noted in the loop. One non-sterile vascular closure device 7f - us was received for analysis. Upon visual inspection, the deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dried blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received in the white/black position, and the cowling guard was found locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. However, the functional analysis could not be performed due to the blood residues clogging the device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that vessel characteristics (there was a vessel stenosis of greater than 50% at or near the puncture site) and/or procedural/handling factors (the exoseal and sheath were reportedly not retracted together until bleed-back significantly slowed or stopped) contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ also, within the special patient populations, ¿the safety and effectiveness of the exoseal vcd has not been established in the following patient populations: patients with a targeted femoral artery diameter stenosis = 50%.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when sealing the puncture point after surgery with a 7f exoseal vascular closure device (vcd), the indication window did not change color even if withdrawn. Manual compression was held to stop the bleeding. There was no patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was utilized during the procedure. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. However, there was a vessel stenosis of greater than 50% at or near the puncture site. The site had not been closed with a closure device or manual compression within the past 30 days. The vascular sheath introducer connected easily with the exoseal vcd, and the indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were not retracted together until bleed back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color or any changes during retraction, and no anomalies were noted in the loop. The product is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when sealing the puncture point after surgery with a 7f exoseal vascular closure device (vcd), the indication window did not change color even if withdrawn. Manual compression was held to stop the bleeding. There was no patient injury. The product is being returned for evaluation.